Event description:
Caregiver transported patient to the floor with blood transfusion. Registered nurse (rn) did not realize that the blood has been hanging for over the time frame of 4 hours. Patient was disconnected and blood sent to lab. Acc aware. Rn aware. Patient stable. The blood transfusion was programmed for 350ml on IV pump. Pump stopped previously reading "complete" but there was still blood in bag. Another staff member checked tubing and IV site with writer. Volume was added on pump in attempt to infuse. No IV site error was noted at that time. Pump has now been marked for evaluation with biomed.